Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 8:47 am, the result from the meter was 4.2 inr. At 8:53 am, the result from the meter using a new finger was 2.4 inr. There was no allegation of an adverse event. The customer was not anemic, polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes in coumadin dose, no change in diet, no new medications, and no symptoms of bleeding or bruising. The customer was on antibiotics for a cold for four days two weeks ago and was told by her doctor that the antibiotics should not affect her inr. The therapeutic range was 2.0-3.0 inr. The customer stated they have trouble getting enough blood and usually lances the finger twice before squeezing finger. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The customer's meter and one used test strip was received for investigation. Retention material from same lot number was used instead. Testing results: qc 1: 2.5 inr; qc 2: 2.6 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Retention test strips (lot 294151) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The customer allegation has not been substantiated. No product problem was found.